Manufacturer narrative:
Voluntary event report was received. Medwatch: mw5182331.

Event description:
Voluntary medwatch received states that the right ventricular (rv) exhibited high defibrillation impedance. No intervention was reported. No patient consequences were reported.